Manufacturer narrative:
A manufacturing investigation was performed. The evaluation has shown that the six-hole plate is broken apart in a piece with four holes and a piece with two holes. There are marks of a tool visible next to the fracture face, that anodized layer is altered at the marks indicates that they were caused post-manufacturing. We found that the plate is cut for length adaption on both sides, which indicates that this is not the 6 hole plate 04.503.398 as documented on the received incident form. Based on the dimensions and as the plate is cut on both sides let us assume that this is a 20 hole plate 04.503.396 from the same part family. The relevant dimensions, which are the same for part 04.503.396 and 04.503.398 were checked and no deviation was found. The fracture face is homogenous which indicates material conformity. The review of the x-rays has shown that two plates were implanted and one of the two plates broke. It can be assumed that the second plate was also a part of the used 20 holes plate, that this plate was still intact does also speak against a material related issue. No product related issue could be detected. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. No product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A standard uncomplicated mandibular osteotomy was performed on (b)(6 2017. Bilateral straight plate fixation utilized, minimal bending undertaken. Four weeks post-operatively it was seen on x-ray that the plate fractured. A revision surgery was performed. Patient developed relapse and anterior open bite, necessitating redo procedure after plate removal.

Manufacturer narrative:
UDI: ((B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: plate (part # unknown, lot # unknown, quantity 1), matrix screw ø 1.85mm (part 04.511.226.04s lot l195444, quantity 2), matrix screw ø 1.85mm (part 04.511.226.04s lot l374210, quantity 6).

Manufacturer narrative:
This report is for an unknown cmf plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that a craniomaxillofacial (cmf) plate broke in situ. The implant was revised. No information available about patient condition and outcome. Concomitant reported parts: plate (quantity 1); screws (quantity 6). This report is for an unknown cmf plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Catalog number provided. (B)(4). Expiration unknown(10). Lot number unknown. Returned to manufacturer common name and device code. Additional product code: dzl device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.